Event description:
Analysis of the generator was completed on (B)(4) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Describe event or problem, corrected data: the high impedance was inadvertently not reported on the supplemental report with the analysis results of the generator. Review of device history records performed. Review of the device history records confirmed both devices passed all quality tests and were sterlizied prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
On (B)(6) 2013, it was reported that the vns generator was explanted due to the device "poking out". Additional information was received that the device was explanted on (B)(6) 2013 due to infection. A replacement vns device was not implanted. Attempts are underway for additional information. No other information has been received to date. The device was returned to the manufacturer on (B)(4) 2013.

Event description:
It was reported that the patient's generator was replaced.

Event description:
The internal data from the generator that was received from product analysis results revealed that the high impedance (>10,000 ohms) was detected prior to explant approximately on (B)(6) 2013. It is likely that the event was related to extrusion of the device. Review of the generator and lead device history records confirmed both devices passed all quality tests and were sterilized prior to distribution.